Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as an indented gash under breast area. There was no alleged device malfunction contributing to the wound. The patient¿s nurse place a thin bandage over the wound. Follow up indicated that the wound improved.

Manufacturer narrative:
Not applicable